Event description:
Pt reports that after reprogramming of pulse generator by physician, pt is experiencing "shocking sensation" at generator site. Pt is reported to have follow-up appointment with health care provider, and co rep has been contacted to assist health care provider in troubleshooting device.